Event description:
It was reported prior to permanent implant procedure that the ipg did not pair to the clinician programmer (cp). A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Rep used a second ipg, which connected to both the cp and patient controller with no issue.